Event description:
A customer contacted bd to report that the bd pyxis anesthesia es system application unexpectedly stopped responding to users in the operating room. The customer stated that the application crashed and rebooted after freezing. No patient care delay was reported. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the application unexpectedly stopped responding for users in the operating room due to software failures. A technical support specialist applied the patch to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system application unexpectedly stopped responding for users in the operating room. The customer stated that the application crashed and rebooted after freezing. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the device's "touch screen service" which can cause the application to hang. A software package was applied to disable the "touch screen service" and the customer was instructed to reboot the devices once applied to resolve. The system functioned as intended.